Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and battery out limit. Customer's blood glucose value was unknown. Customer also stated that the insulin pump had weak battery alarm, no delivery alarm, weak battery, low reservoir alarm. The customer was reported that advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.